Event description:
Report received from the USA stating that the device's handle gets "really hot" when the doctor was using it. The device was used in a major ear surgery. The reporter was unable to obtain any additional info on the pt or the doctor. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed the temp requirements. The complaint could not be duplicated therefore, the event was not confirmed. If additional info is received, a supplemental report will be sent.